Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to a cold and high blood glucose. The customer was experiencing unexplained high glucose for the past two days. Troubleshooting was performed. The programming, time and date were correct. Ran a fixed prime and high pressure test and the tests passed. During testing was found that the customer may have been injecting in the scar tissue. The customer requested assistance to get back on the insulin pump before being released. No further info was provided.